Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure to treat an acute stroke using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician was unable to properly connect the neuron max to the hemostasis valve adaptor (hva); therefore, the hva was removed. The procedure was completed using the neuron max rotating hemostasis valve (rhv) and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage on the returned device. Conclusions: evaluation of the returned device revealed that the neuron max could successfully attach to a demonstration hva. The hva mentioned in the complaint was not returned for evaluation and, therefore, the root cause of the complaint could not be determined. Penumbra catheters and components are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.